Manufacturer narrative:
Catalog#: balloon 72400024. Pump 72404127. Serial#: balloon (B)(4). Pump (B)(4). Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Pt originally implanted on (B)(6) 2007. The entire device was removed on (B)(6) 2010 due to erosion. There was extensive debridement done due to necrotizing fascitis gangrene. On (B)(6) 2011, the pt underwent an add'l procedure for wound debridement and "mobilization of scrotal and medial perineal tissue with closure of wound." On (B)(6) 2011, the aus device was reimplanted. On (B)(6) 2011, the entire device was removed due to urethra erosion with necrotizing fascitis of the pelvis, lower abdomen and urethral laceration.